Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing frequent power spikes up to 12w. The pt denies any symptoms. The pt was brought in for an echo. On the echo, the left ventricle was dilated; however the speed was not increased during echo. The pt was scheduled for a heart catheter. Log files which were sent to the manufacturer for review contained power fluctuations with 14 power elevations above 10 watts. The power readings did not appear to have normalized in the 7 hours prior to the log retrieval. Additional info received 6 days later confirmed that the pt will be going into the operating room for either a repositioning of the inflow cannula or a possible lvad pump exchange. On (B)(6) 2012 the pt was taken to the operating room and mesh was used to fill the open space in the pump pocket to prevent further malpositioning. It was noted that the cannula position looked good on echo after the chest was closed.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.